Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-arotic balloon pump (iabp) had screen broken issue. It's only showing vertical lines.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name, mail ID), e3, g1, g3, g6, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1 ( event site email), g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation, health effect impact and clinical code), h11 a getinge field service engineer (fse) reported onsite on 2 june. Fse unable to replicate user complaint, when turning unit on and off. Successfully completed a simulated treatment upon initially testing unit with testing catheter and trainer without issue. Nothing identified in the logs. Unit clean and in good condition, dust free inside, with 20 hours of runtime since last pm in (B)(6) 2025. Coiled cord in good condition and fully responsive when manipulated with clean connectors. Displaying good physical condition without signs of physical damage. Successfully completed a full functional check on unit, turning unit on and off while testing periodically without resurfacing issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed.

Event description:
It was reported that cs300 intra-arotic balloon pump (iabp) had screen broken issue. It's only showing vertical lines. There was no patient involvement.